Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was positioned and deployed successfully. It was noticed post deployment that the clip had opened from fully closed to about 20 degrees. A second clip was positioned and deployed to stabilize the first clip and reduce mr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was positioned and deployed successfully. It was noticed post deployment that the clip had opened from fully closed to about 20 degrees. A second clip was positioned and deployed to stabilize the first clip and reduce mr to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.